Event description:
It was reported that after bipolar cup migration, tha was performed with allograft on (B)(6) 2014. Stem was not replaced.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown centrax duration . An event regarding loosening involving an unknown liner was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned for analysis. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review could not be performed as the lot ID is unknown. -complaint history review could not be performed as the lot ID is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays, operative reports and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened. Disposed.